Event description:
Additional information has been received that this crt-d was changed out due to normal battery depletion. At that time, this generator and rv lead system was tested with a 1.1 j shock and the shock lead impedance was 120 ohms. The physician then decided to open the pocket and the rv lead was connected to a new crt-d. It continued to display > 125 ohm impedances and the lead was then capped. A new rv lead was implanted with the new generator. No adverse patient effects were reported.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this patient's home monitoring system detected a high out of range shock impedance for this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead system. Boston scientific technical services (ts) discussed with the health care provider that the daily measurement trend showed the shock impedance had gradually risen from 65 to 85 ohms, with occasional acute increases up to 110 ohms, and just under 125 ohms. It was determined there may be an intermittent lead issue with this dual coil rv lead, and that even a 85 ohm measurement is high. It was recommended that the patient be brought to the clinic for further evaluation. It was also discussed that to truly test the systems integrity would require a shock to be delivered. The health care provider was going to review the information with the physician. No adverse patient effects were reported. Additional information was received that the patient was seen in the clinic. During the last year, the shock lead impedance measurements were 73 to 84 ohms on daily measurements, and commanded shock lead impedance testing in the office yielded an 82 ohm impedance. All other lead diagnostics were normal, there was no noise on the shock electrogram (egm) or on any stored egms. Pocket manipulation, patient isometrics and valsalva maneuver were performed and there was no evidence of noise on the lead. Ts advised considering a 1.1 joule commanded synchronized shock and 41 joule commanded synchronized shock to verify system integrity versus monitoring for further out of range measurements. The patient was asymptomatic and no adverse patient effects were reported. Subsequent information was received that the physician has elected to monitor the patient and system, and when the device reaches elective replacement indicator (eri) the issue will be readdressed.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. The device was exposed to simulated heart load conditions, and the [defibrillation] pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Manual impedance testing was completed and normal. The field observation of high shock lead impedance was not confirmed.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.